Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that there was an unspecified issue with the "blood tubing clamp did not work". Although requested, no further details were provided by the customer for this event.